Manufacturer narrative:
Add info: the first deployed stent was a 2.75x38mm resolute onyx drug eluting stent. The first deployed 2.75x38mm resolute onyx stent was not damaged by the interaction with the 2.5x38mm resolute onyx. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th and 14th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 80% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that a stent was first deployed proximally and post dilated. An attempt was then made to pass the resolute onyx stent through the previously deployed stent in order to deploy it distally however stent struts became caught on the proximal stent and it failed to pass through. The resolute onyx stent was then removed. The proximal stent was then post dilated again. A second attempt was made to cross the resolute onyx stent through the previously deployed stent but failed again. The stent was removed from the patient. The resolute onyx was noted to have become deformed in vivo during positioning/advancement. The procedure was not completed. The patient is reported to be alive with no injury.